Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow was intermittently unresponsive, requiring multiple presses to elicit a response. The patient stated the keypad was worn but intact. The patient reportedly wore the pump in a pocket or leg thing and cleaned the pump with dry q-tips. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "up" & "contrast" keys are intermittently unresponsive. The keypad was intact and was removed for investigation: contamination was found under "up", "down" and "contrast" key contacts. Unrelated to this complaint, the display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.